Event description:
Cold fusion between stem and stem segment.

Event description:
Cone fracture and cold fusion between stem and stem segment.

Manufacturer narrative:
The review of the device history record was not possible due to the missing lot number. This is the final supplemental report, the complaint is closed.